Manufacturer narrative:
UDI: (B)(4). Investigation summary : according to the information provided, it was reported that during a rotator cuff repair while using a deployment gun, after the anchor was already deployed, it was discovered that the tension wheel no longer tensions the suture. The complaint device was received and evaluated, upon visual inspection it could be observed that the device is in normal use conditions, no external damages could be found. When inspecting the tension wheel, it was found that the wheel is running freely due to the locking mechanism is loose. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for this issue can be attributed to a hard and rough use, the repeated sterilization process and continuous usage. As per IFU (B)(4) end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the tension wheel on the versalok deployment gun device no longer tensioned the suture after the anchor was already deployed. During in-house engineering evaluation, it was determined that the tension wheel was running freely due to the locking mechanism being loose. There as not surgical delay nor adverse patient consequences reported. No additional information was provided.